Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested as abdominal pain and cloudy effluent. On the same day, the patient began remedial therapy with intraperitoneal (ip) gentamicin (40 mg daily) and one dose of ip vancomycin (2 g). Three days later, the patient began ip vancomycin (1 g every three days) and gentamicin was discontinued due to the culture results. On an unknown date, the vancomycin was discontinued. The patient was hospitalized about two and a half weeks after the onset of the peritonitis. On the same day, the patient began treatment with an initial dose of ip vancomycin (2 g) and then (1 g every three days). The patient was hospitalized for a week. The pd therapy was ongoing. The patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.